Manufacturer narrative:
(B)(4). Correction- device return status changed from returning to not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported complaint. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a 2.5 x 15 mm otw trek balloon catheter was inflated to 16 atmospheres for pre-dilatation, when it appeared the balloon size was a 2.0 mm balloon instead of a 2.5 mm balloon. The procedure was completed by implanting an unspecified stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.